Event description:
It was initially reported that there was a loss of therapeutic effect. It was indicated that there was no known accident or related incident. It was noted that the device had been off for "a month or so," and the device "had not been working" and the symptoms had returned. After switching programs, the patient was feeling stimulation at a comfortable level. A few weeks later, it was reported that the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacture representative. It was noted that an appointment was scheduled for (B)(6) 2012. It was later reported that the device was explanted. It was noted that the patient did not require hospitalization and there was no injury. No further information was provided.

Manufacturer narrative:
Product ID 3889-28, lot# v963079, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).